Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment was too tight and leaving marks on the skin and the wires were digging into the patient's skin. There was no alleged device malfunction contributing to the irritation. The patient's niece reported she was a nurse and reported the garment was too tight and requested larger garments. The patient was provided larger garments and the irritation improved.